Event description:
An endurant ii bifurcate stent graft system was implanted in the patient for the endovascular treatment of a 68 mm abdominal aortic aneurysm.  It was reported that during the procedure, the patient experienced a left renal/abdominal aortic rupture after a ebtf2816c146e and a etlw1616c124e were implanted due to proximal ballooning with a reliant balloon. There was a noticeable give to the aorta while looking at the graft during the ballooning. As the balloon pressure was released the patients bp dropped significantly. The reliant balloon was then advanced above the sma and re-inflated. Several angiograms were taken and an extravasation was seen just below the left renal artery. A 28x28x49 cuff was place approximately 3mm above the main body graft in an attempt to cover the tear. The patient stabilized but the appearance of the leak was still visible. The physician's then decided to transfer the patient , so the patient could have further more complex intervention for the rupture, but the patient's blood pressure dropped again while the patient's groins were being closed. Several attempts were made to fix the tear endovascularly with no success and the decision to convert to open repair was made. The patient passed during the open conversion. As per the physician, the cause of the rupture was due to excessive ballooning pressure of the proximal graft.   No additional clinical sequelae were reported and the patient expired.

Manufacturer narrative:
Concomitant medical products: product ID: etbf2816c145e, serial/lot #: (B)(4), ubd: 22-jul-2023, UDI#: (B)(4); product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 04-jul-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.